Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient was not sure about their settings; they thought they were set on 0.5v and stated they had been told they were on 5, but when the patient started changing the numbers, they noticed that they were on 0.5v. The patient did not really feel anything and had been increasing, but did not feel anything. The device was not really doing much for them and so they increased stimulation. The patient stated the implant was helping 50% or greater and also stated that they were taking a water pill. They needed to increase stimulation when the patient first started taking the water pills because they were going a lot. The patient mentioned they had been having pain since implant and noticed that it had been infected because when they put some hydrogen peroxide on it, it bubbled up. The patient confirmed the device was on using the patient programmer (pp) and was on 1.1v. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.